Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, noise reversion episodes due to noise were noted on the right ventricular(rv) lead. Patient was checked in clinic. The patient reported feeling a little dizzy lately. Programming changes were made. The patient was stable following the programming changes.